Manufacturer narrative:
The user interface was replaced and the ventilator was returned to clinical service. The reported break could be confirmed by evaluation of a received photograph, but further analysis of the broken part has not been performed. It is unknown under which conditions the reported panel holder broke, but exposure to forces greater than those it was tested for may lead to breakage. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
It was reported that the user interface holder was loose and it immediately snapped off. There was no patient involvement reported. (B)(4).